Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that during the initial implant of this lead, a perforation was noted in the patient's pericardium. As a result, the lead was abandoned. To date, there have been no additional adverse patient effects reported.